Manufacturer narrative:
This device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was found at end of life (eol) upon interrogation at routine follow-up. It was noted that the device indicated 2 years remaining longevity at the patient's previous follow-up approximately 6 month earlier. Daily measurement data indicated right ventricular (rv) lead autocapture had been unable to obtain a consistent successful threshold value since approximately 2 months prior likely resulting in increased output and subsequent rapid battery depletion. Despite pacing at vvi 50 upon declaration of eol, the patient did not experience any adverse effects. A revision procedure was performed wherein the device was explanted and replaced without complication.